Event description:
It was reported that noise was observed on the rv lead. The noise was still present at a subsequent follow-up one month later. The lead was imaged and insulation damage was suspected. Review of the image did not identify any insulation damage. The lead was capped and replaced. The patients condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.